Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was cracked at the canister and the cartridge tubing, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose (bg) level was "high" with trace ketones; although specific value was not provided. Customer delivered a bolus via the pump to address bg. Customer went to the emergency room (ER) with a blood glucose (bg) level of 379 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was release later that same day. Tandem technical support performed a pump system check and the pump is functioning as intended.